Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Tandem technical support suspected customer may have filled infusion set tubing while connected to the pump. Customer seemed unsure when denying being connected to pump while filling tubing. Customer's blood glucose was 120 mg/dl.